Event description:
It was reported that the patient received a shock while petting a dog with an invisible fence dog collar on. Electro magnetic interference was confirmed on the electrogram. The device remains in use. Dog shock collar recommendations were sent to the caller. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.